Event description:
Dealer called stating that the legs on the 9781 shower chair allegedly went forward when the user sat down. No injury. RMA (B)(4) issued for the original product to be returned to invacare for an inspection. Replacement product is being sent on the same RMA. The malfunction has not yet been confirmed.